Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Other physical injuries [injury]. Diagnosed to have excess zinc [blood zinc increased] copper depletion [blood copper decreased]. Case description: an attorney reported that his (B)(6) male client used fixodent denture adhesive, version unk cream, super poligrip, and poligrip, all for approx 10 years beginning in 2000 with last known use in 2010, and reported the following: profound and permanent neurological injuries, other physical injuries, diagnosed to have excess zinc, and copper depletion. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical. History included: medical history - denture dependent. No further info was provided.